Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
8/14/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as red bumps, itchy, and welts. The patient's doctor prescribed steroid shots, prednisone, and anti-itch medication. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.